Event description:
It was reported via repair work order that the head piece could not lock into place due to loose neck shaft screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.